Manufacturer narrative:
An isi technical field specialist (tfs) was dispatched to the facility and tested the endowrist one vessel sealer instrument sealing function and was unable to replicate the customer reported sealing problem. The tfs also tested the universal manipulator (usm) arm and was unable to replicate the customer reported carriage telescoping problem. The usm was replaced as a precaution. The patient was reported to have recovered as planned with no complications related to the report of excessive bleed or the conversion to traditional open surgical techniques. As of the date of this report the hospital has not reported any recurrence of the endowrist one vessel sealer instrument sealing issue.

Event description:
It was reported that during a da vinci assisted colectomy procedure, the endowrist one vessel sealer instrument was not sealing and excessive bleeding was observed. The intuitive surgical, inc. (Isi) clinical sales representative (csr) stated that while the surgeon was attempting to convert to traditional open procedure techniques, the da vinci patient side cart (psc) telescoping carriage would not move up on the universal system manipulator (usm) arm that the endowrist one vessel sealer instrument was installed on. The psc usm carriage stayed in a downward position as if an instrument was still installed. With the assistance of a technical support engineer (tse) the csr onsite was able to free a pin that was stuck on the usm carriage and allow the psc to be undocked from the patient for conversion. No patient harm or adverse event was reported.

Manufacturer narrative:
The endowrist one vessel sealer instrument was discarded by the customer and will not be returned to isi for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci colectomy procedure, during use of the endowrist one vessel sealer instrument it was noted that the patient's tissue was not being sealed. Per the information provided, there was no harm to the patient as a result of the reported event.

Event description:
It was reported that during a da vinci colectomy procedure, the endowrist one vessel sealer instrument was not sealing and excessive bleeding was observed. The intuitive surgical, inc. (Isi) clinical sales representative (csr) stated that the surgeon had to convert to traditional open procedure techniques due to the excessive bleeding. Furthermore, no patient harm was reported.